Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a portion of 4fr s/l groshong connector. The depicted region included the proximal connector segment. A cap was attached to the luer adapter. Usage residues were observed throughout the visible region of the sample. The extension tubing markings appeared completely worn. A bead of clear fluid appeared to be leaking from the extension tubing near the white strain-relief sleeve. While leakage was observed in the extension tubing of the depicted device, inspection of the photograph was insufficient to identify the cause of the damage. The extensive marking wear and usage residues suggested a relatively long indwell time, suggesting that use conditions likely contributed to the event. Potential contributing factors include sharp instrument contact and material fatigue. A lot history review (lhr) of recs2629 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recs2629) have been reported from the same facility in (B)(4).

Event description:
It was reported that the connection between the rear end of the extension tube and the white device cracked during PICC maintenance. Clamped with a hemostat, and pre-flushed with saline by 10 ml syringe, and fluids leaked.